Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the therapy electrodes. The patient's nurse advised that the irritation was due to a fungal infection and gave the patient a cream. Follow-up indicated that the irritation was healing.